Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fluid around the implant, capsular contracture, baker grade unknown.

Event description:
Patient reports right side rupture, capsular contracture, baker grade unknown, liquid collection around the implant, and benign calcifications. The device remains implanted.